Event description:
It was reported that the pt underwent a procedure to fuse c5-6 using anterior plate fixation. The screwdriver would not release the fixation screw at right c5 after insertion. When the screwdriver was pulled by force, the bone screw came out of the bone. The surgeon redrilled a hole to change the insertion point for the screw implantation at right c5. The procedure was completed without further complications.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.